Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent information received noted that the armada 14 balloon dilatation catheter (bdc) was inflated once and leaked at the hub connector. A different armade 14 bdc was used to complete the procedure without reported issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation which confirmed the reported complaint related to the leaking of fluid from the y-connector. The root cause of the hub leakage was identified as a combination of shrinkage of the adhesive material during the bonding process and the annular space availability. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. As an immediate corrective action, an additional inspection was implemented in the manufacturing process. While abbott vascular is continuing to evaluate an alternative adhesive material to further mitigate the occurrence of the reported issue, the overall risk remains low with no reported patient effects, consistent with the product risk assessment documentation. The adhesive selection, process development, validation, shelf life studies, and regulatory approvals are expected to be completed over the coming quarters to determine if a new adhesive successfully mitigates the occurrence rate.

Event description:
It was reported that using a femoral artery access approach during a procedure of the dorsalis pedis artery the armada balloon dilatation catheter leaked at the hub connector. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.